Event description:
It was reported that a patient had a revision surgery due to peri-prosthetic fracture and osteolysis from debris disease. Due diligence has been completed for this complaint; to date all available additional information has been received.

Manufacturer narrative:
(B)(4). D10: metasulâ® ldhâ®, head, 50, code p, taper 18/20 item# 0100181500 lot#2298849. Metasulâ® duromâ®, component for acetabulum, uncemented, 44/ã¸ 38, code d item# 0100214044 lot #unknown. Unknown head adapter unknown lot and item#. G2: foreign: italy. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h10, h11. No product was returned, but a picture of the head and the adapter were provided. The picture shows the bevel of the head and adapter. It is possible to see some discoloration on the surfaces, however, due to the low quality of the pictures, a further assessment is not possible. Review of manufacturing records cannot be performed without product identification. Based on the available information, the reported event cannot be confirmed and a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Due diligence has been completed for this complaint; to date all available additional information has been received.